Event description:
It was reported to vyaire medical that bellavista1000 that during ventilation, error 258 disconnection exhalation valve appeared. The ventilator was replaced. No patient harm.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. Log shows alarm 258 trigger 4 times, circuit test failed phase 2 for the same reasons: leak flow, compliance, press pat prox, press mushroom open, mushroom valve, press difference. Recommend that a complete maintenance be performed and ensure that all the components of the circuit and exhalation valve inspected prior to any further testing. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause could not be established. Most likely, it is due to insp. Block problem. Customer replaced the inspiration block and the issue resolved.